Manufacturer narrative:
The battery was replaced on the rover and the device was returned to service.

Event description:
It was reported that the rover battery was out of power and would not dock. This caused a procedural delay of 30 minutes. There was no medical intervention required and no adverse consequences.